Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps was noted to not behave properly and then a frayed/broken wire was noticed at the wrist. Clinical sales representative (csr) confirmed not due to misuse or clashing. The procedure was completed with no reported injury.